Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-apr-10. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The pump was delivering fentanyl and bupivacaine at minimum rate. The patient weight was asked but unknown. It was reported the pump had a stall and there were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The pump was replaced (B)(6) 2017 and will be returned. The issue was resolved. Patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyal [2000 mcg/ml] at a rate of 12.5 mcg/day, and bupivacaine [25 mg/ml] at a rate of 0.156 mg/day via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump stalled approximately 7 or 8 weeks ago and he has been trying to live without the pump since that time. They are "trapped to a chair" without the pump therapy. The patient was having difficulties with getting an appointment with a physician.

Manufacturer narrative:
Correction- serious injury (si) box should have been selected in the supplemental regulatory report (3004209178-2017-06626 follow up number 001) on (B)(6) 2017. The box is now selected. Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4).